Manufacturer narrative:
(B)(4). Conclusion code 78: one unopened package was returned for evaluation. The package was in very poor condition and was very creased and wrinkled. The unopened pouch had been bent to the point that the breakaway portion of the device was snapped off. This caused severe dimpling of the foil and the paper folder. The foil package was folded at both ends. The pouch also had a stain of what appeared to be an oily substance on the label. The packaging was tested for leaks and there were no signs of any leakage through the foil. Conclusion: one open package was returned for evaluation. The package was in very poor condition and was very creased and wrinkled. The white foil laminate bottom stock was ripped in 2 pieces, it was very twisted and wrinkled. A dye penetration test was performed in the areas circled on the separated white stock, and no dye came through to the blotting paper below. The dye penetration test was performed on the attached portion of the white stock and it was in this extremely furrowed area that a hole was found. Due to the severity of the damage, it couldn¿t be determined when or how this damage occurred, however, it most likely occurred outside the manufacturer&apos;s control. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that after opening the foil packaging on (B)(6) 2012, it was discovered that the foil packaging had holes in it. This was identified before use and it was not used on a patient. There were no adverse patient consequences.